Event description:
It was reported that the patient had been hospitalized due to hyperglycemia. The patient's blood glucose levels were reading high on their dexcom g6 application and the omnipod 5 controller. The patient then did a finger prick to test bg levels and saw their bg levels were not high but read 11.7 mmol/l (210.6 mg/l). The patient began feeling ill, had abdominal pain and began vomiting and called an ambulance. At the hospital, the patient was diagnosed with "a diabetes body shut down." The doctors kept the pod on the body due to the issue being related to incorrect sensor readings. The doctors also treated the patient with intravenous morphine and anti-sickness medication. The patient continued to use the pod in manual mode until it expired. The patient already contacted dexcom regarding the issue. The patient was discharged after 9 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.